Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to faulty force sensor resistor also, unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to a33 alarm. The insulin pump was received with normal operating currents and passed a21 error test. Unit had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a compromised forced sensor alarm. Customer states insulin "squirt" out when attempted to prime. Customer states drive support cap appeared normal. Customer's blood glucose was 145 mg/dl.